Event description:
Consumer complaint of blood results reading "hi". Customer had just eaten and it has not been 2 hours. She took the test 30 minutes after meal. It was advised to seek medical attention if the customer is not feeling well.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: user had high glucose result. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification. ((B)(6) 2013).